Manufacturer narrative:
During follow-up, the patient explained that he has been catheterizing for 45 years. He always used one catheter for almost 6 months to a year, resterilizing it over and over in his "instant hot" machine water. He never had any problems until he went in (B)(6) 2019 to (B)(6) traveling and was told to use a different or new catheter every time he catheterized. He reported his new doctor is going to let him try resterilizing his catheters again to see if it will work to help reduce his uti's. This is an off label use since the product is labeled as a single-use device.

Event description:
Intermittent catheter patient (user) reported he got a urinary tract infection (uti) while using an m14u catheter. He explained that when he reuses catheters he doesn't get a uti, but when he uses a new one every time he does get a uti. During follow-up, the patient reported after taking prescribed antibiotics at first, the uti went away, but came right back. Each time it came back, he was administered antibiotics that cleared up the infection seemingly, but it came right back. With the latest recent infection occurring on (B)(6) 2020, the patient reported he was prescribed a new antibiotic called monural to stay in his bladder to coat the bladder walls and will continue the treatment.